Manufacturer narrative:
Reported event: an event regarding wear involving an accolade stem was reported. The event was confirmed by the provided picture. Method & results: product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem. Damage was observed on the taper and neck of the stem consistent with loss of the taper lock between the stem trunnion and the femoral head taper. From the photographs provided there is evidence of the reported event. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem. Damage was observed on the taper and neck of the stem consistent with loss of the taper lock between the stem trunnion and the femoral head taper. From the photographs provided there is evidence of the reported event. The exact cause of the event could not be determined. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
In tha using metal on metal, wear occurred at the neck and head fitting part and replacement was performed. The patient asked the doctor, if there was a problem with the product that caused the replacement. Dr. Thinks that there was a problem with the product because the product was metal on metal tha. The initial tha was performed on (B)(6) 2020, and the revision was performed on (B)(6) 2020. The indication was for coxarthrosis.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In tha using metal on metal, wear occurred at the neck and head fitting part and replacement was performed. The patient asked the doctor, if there was a problem with the product that caused the replacement. Dr. Thinks that there was a problem with the product because the product was metal on metal tha. The initial tha was performed on (B)(6) 2020, and the revision was performed on (B)(6) 2020. The indication was for coxarthrosis.